Event description:
It was reported that this implantable pacemaker alerted for an atrial arrhythmia burden (aab). The stored electrogram (egm) showed occasional undersensing of atrial signals observed at sensitivity automatic gain control (agc) 0.25mv (millivolts). Programming adjustments were recommended. Lead measurements are stable, and the battery longevity is normal. The device remains in service. No adverse patient effects were reported.